Manufacturer narrative:
Additional information is provided in device available for evaluation?, device evaluated by MFR?, evaluation codes. And additional MFR narrative. The handpiece was examined. The company representative confirmed that a system message (sm) was observed during the examination. The handpiece was returned for evaluation. No further information was able to be obtained from this customer. The phaco handpiece was manufactured on september 24, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. To address the customer reported event of occlusion, aspiration, and irrigation issue, a flow rate test found the handpiece to meet specifications. To address the unrelated sm observed by technical services, the handpiece was connected to a calibrated infiniti system. The handpiece failed to tune with the sm, confirming the observation. A measurable resistance was measured from the high electrode to ground when the handpiece was connected to a resistance test box. Disassembling the handpiece revealed moisture ingress within the electrode chamber. An analysis of the data showed no lines of tuning failures after a total of 219 tunes. The ¿tuning issue¿ resulting from a sm is not related to the customer reported ¿occlusion.¿ this would not cause any occlusions in the irrigation or aspiration lines, since a tuning failure would prevent the handpiece from being used in surgery. There were no problems found related to the customer reported ¿occlusion¿ event. Therefore, the root cause of the reported event cannot be determined conclusively. An internal investigation was opened to address the ¿tune failure and power issue(s).¿ (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a surgical procedure the handpiece displayed a system message referencing occlusion. The handpiece did not have aspiration or irrigation. The staff rebooted the system without results. The handpiece was exchanged to complete the procedure with no harm to the patient reported.